Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd ultra-fine¿ pro pen needle, the user had difficulty operating the device. The user explained "bubbles" were coming from the needle during use. The following information was provided by the initial reporter. The customer stated: pharmacy informs us that a patient complained about the above-mentioned bd needle, because bubbles come out when injecting in the puncture. As a result, the dose can not be realized correctly.

Event description:
It was reported when using the bd ultra-fine¿ pro pen needle, the user had difficulty operating the device. The user explained "bubbles" were coming from the needle during use. The following information was provided by the initial reporter. The customer stated: pharmacy informs us that a patient complained about the above-mentioned bd needle, because bubbles come out when injecting in the puncture. As a result, the dose can not be realized correctly.

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot.